Manufacturer narrative:
The device was not available as it remains in the patient. Imaging provide shows one of the locking caps to be slightly proud from initial insertion. The exact cause of the reported issue could not be determined.

Event description:
It was reported that the locking caps at l5 popped off post-operatively.